Event description:
It was reported that the monitoring device exhibited inconsistent oxygen saturation readings, a dampened/flat plethysmographic waveform, intermittent loss of spo2 and pulse rate display, and a low perfusion index. Investigation revealed that the sensor cable was trapped behind the patient, creating significant tension on the ear sensor. Troubleshooting included comparing signal performance between monitoring modules, observing waveform quality before and after intervention, and removing the cable tension without repositioning the sensor. Following removal of the tension, waveform quality improved and stable oxygen saturation readings were restored, with stronger signal detection confirmed on both modules. No adverse patient outcome was reported.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.